Event description:
It was reported that a patient underwent an l3-l4 tlif procedure with a cage (8*26mm) and l4-l5 plif procedure with the same type of cage (8*22mm) for the right side and a different cage (10*22) for the left side. During the surgery, one cage dropped left anteriorly when additionally impacted to adjust its location. It was not able to be retrieve from the posterior. Another cage was tried as a replacement, but it did not fit the patient¿s anatomy. The decision was made to remove the cage and, perform additional bone grafting from the iliac, and finish the posterior fixation. The dropped cage was then retrieved from anterior without any trouble, which took about 20 minutes. This surgery is a revision due to spinal instability found after initial decompression at an unspecified date which used another company's products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.